Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose and defective reservoirs. Customer's blood glucose level was 426 mg/dl. Customer was advised replacement reservoirs would be sent out. Customer was advised to follow up with the helpline and troubleshoot for high blood glucose. Customer advised they would check their reservoirs to make sure they were part of the recall and call back to troubleshoot for high blood glucose levels.